Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the pump occurred blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to faulty component on the interface board. Unable to perform the self test, displacement test and operating currents measurement due to blank display anomaly.